Event description:
Device was returned for service. During service, technician found out that there was an abnormal noise from the dc motor at the time of operation. Motor needed to be replaced because the number of rotations and torque were low. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). PMA/ 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, functional testing was performed and revealed the motor did not function properly due to noise and low rotations. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.